Manufacturer narrative:
No complaint was received with the return of this device. Failure event was observed during analysis. Final analysis found a partial lead returned in two pieces. Externalized conductors were noted at 10.3- 12.3cm from the distal tip. Internal insulation abrasion and explant damage were noted at 10.7-12.2cm and 13.3-14.5cm from the distal tip. The etfe coating was damaged at these locations consistent with explant procedure. Internal insulation abrasion was noted at 15.2-16.2cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.